Manufacturer narrative:
The customer called on (B)(6) 2011 and stated that issue has been resolve and service is no longer required. On (B)(4) 2011, qa followed-up with the customer in regards to the issue. The customer stated a new operator did not load no foam reagent correctly in the system and the issue was resolved by correctly loading a no foam reagent. Bec internal notification number is (B)(4).

Event description:
A customer contacted beckman coulter inc (bec) to report instrument leak on the unicel dxc 800p synchron chemistry analyzer. The customer is unable to determine the source of the leak the customer covered and cleaned the spill no injury or exposure was reported.